Manufacturer narrative:
(B)(4). The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had overmolded (B)(4) for the adjust wheel. The material of the adjust wheel changed from (B)(4) to (B)(4) per (B)(4) as a running change for future batches. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The red dial of the femoral introducer is broke. Update (B)(6) 2016: follow-up from the sales rep indicates a piece of the instrument is broken off and missing.

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had overmolded radel for the adjust wheel. The material of the adjust wheel changed from radel to avaspire per eco417322 as a running change for future batches. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.